Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer was instructed to clear the alarm with esc/act. The customer report the type of battery in use is (B)(6), explained the recommended battery. The customer was advised that weak battery will occur prior to a failed battery test or low battery alert. The customer was advised to monitor insulin pump.